Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert triggered due to non-sustained ventricular tachycardia, increased counts to the sensing integrity counter (sic) and oversensing and noise detected. The noise was unable to be reproduced in office during pocket manipulations. The lead was programmed off and the patient will be scheduled for a lead replacement procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the extraction took place.